Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient with a complete seal. There were no problems that were reported. During a follow up transesophageal echocardiogram (tee), it was discovered that there was a device related thrombus. A complete seal was confirmed. The patient had some food ingredients with vitamin k, which are contraindicated against warfarin. The physician re-notified the patient not to have vitamin k. In addition the physician added bayaspirin to the medication that the patient should take. It was further reported that at the 3 month follow up procedure the thrombus had dissolved and was no longer present in the patient. The patient was switched from aspirin and warfarin to a drug regimen of aspirin and clopidogrel. The patient came in for their one year follow up and during a tee, it was noted that there was another device related thrombus. The physician switched the patients drug regimen to clopidogrel and edoxaban. There were no patient complications and the case is ongoing.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient with a complete seal. There were no problems that were reported. During a follow up transesophageal echocardiogram (tee), it was discovered that there was a device related thrombus. A complete seal was confirmed. The patient had some food ingredients with vitamin k, which are contraindicated against warfarin. The physician re-notified the patient not to have vitamin k. In addition the physician added bayaspirin to the medication that the patient should take.